Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. It was considered that the device had been reprocessed by mistake, but the exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the facility that the subject device had been sterilized after being assembled. There was no report of patient injury associated with the event. The event date was unknown.